Event description:
It was reported that the patient had been sedated with either general anesthesia or lumbar anesthesia for the lithotripsy procedure. Halfway through the procedure, the fiber was no longer firing and the stones could not be broken. Sounds of a pit-a-pat were heard at the connection end of the fiber. The procedure was not completed because another fiber of the same type was not available. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device did not identify any abnormality. During the microscopic analysis it was observed that the connector face presented severe burn marks, also, the fiber tip was found degraded, and the fiber jacket had burn marks too. During functional testing, the aim beam passing through the connector was weak. The burn marks observed could be caused due to prolong use of the device or debris shield damaged. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that the patient had been sedated with either general anesthesia or lumbar anesthesia for the lithotripsy procedure. Halfway through the procedure, the fiber was no longer firing and the stones could not be broken. Sounds of a pit-a-pat were heard at the connection end of the fiber. The procedure was not completed because another fiber of the same type was not available. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.